Event description:
It was reported that the compression paddle is showing in the images, causing the patient to be re-exposed. It was determined that the paddle needed to be replaced. Once that was done the system is working as intended.